Event description:
It was reported that during ventilation of a pt, it was observed that there were no measurements of either the expiratory tidal volume or the minute volume. The pt was re-intubated to stop the leak, but no change in ventilator recordings were observe. The pt was moved to another ventilator. There was no pt injury. (B)(4).

Manufacturer narrative:
Our field service engineer has been on site and downloaded the ventilator's logs. An investigation is ongoing and a supplemental medwatch will be provided when the investigation is completed. Reference exemption #: (B)(4).